Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2013; 4296 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that at the post-operative check the right atrial (ra) lead was found to have dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.